Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device had cracked battery tube thread, broken belt clip slot, and minor scratches on the display window noted.

Event description:
Customer reported via phone call, the buttons on the insulin pump wasn't responding. Customer's blood glucose was 151 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. However, she stated she did drop the device a while ago. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.